Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inr: 0.5, 0.7. Date: (B)(6) 2010, inr: 4.1, 3.4. Date: (B)(6) 2010, inr: 5.3, 4.6. Patient's therapeutic range: 3.0-3.5 inr.

Manufacturer narrative:
Investigation pending.